Manufacturer narrative:
The device in question has not been returned to the manufacturer for evaluation. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience.

Event description:
It was reported to boston scientific on 11/13/2006 a product problem associated with an aneurysm embolization procedure of the cerebral arteries. It was reported that "the problem occurred during the preparation, outside the patient. When the inr (interventional neuro radiologist) pushed the bare delivery wire of the coil (device in question) to deliver the (device in question), there was a resistance although she injects more than 3cc of flushing solution inside the (device in question). Then the inr tried to pull back the bare delivery wire. The delivery wire was removed and the (device in question) was detached inside the delivery sheath of the (device in question) was detached inside the delivery sheath of the (device in question)." It was reported that the procedure was completed with another device of the same type, and that there were no patient complications.